Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Correction to e1: updated to include street address.

Event description:
It was reported that this patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) system went into ventricular tachycardia (vt) that quickly deteriorated to ventricular fibrillation (vf) during a heart catheterization procedure. It was suspected that there was a delay to therapy, and the patient was externally shocked instead. Upon review, technical services (ts) initial detection occurred in the vt zone, and the programmed 12-second duration began. After the arrhythmia accelerated into the vf zone, the device began to charge and a charge time of 11.3 seconds was noted. It was determined that external shocks were provided approximately one second before charge completion, and the time to therapy was approximately 16 seconds after the episode was declared per programming. Ts was also consulted for assistance with premature ventricular contraction (pvc) counters and possible programming options to increase the biventricular (biv) pacing percentage. It was explained that the device was no longer tracking pvcs because it was programmed to vvi, and the decrease in biv pacing may have been attributed to atrial fibrillation (af) breakthrough or real pvcs. Technical services (ts) discussed troubleshooting options and programming considerations. This crt-d system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) system went into ventricular tachycardia (vt) that quickly deteriorated to ventricular fibrillation (vf) during a heart catheterization procedure. It was suspected that there was a delay to therapy, and the patient was externally shocked instead. Upon review, technical services (ts) initial detection occurred in the vt zone, and the programmed 12-second duration began. After the arrhythmia accelerated into the vf zone, the device began to charge and a charge time of 11.3 seconds was noted. It was determined that external shocks were provided approximately one second before charge completion, and the time to therapy was approximately 16 seconds after the episode was declared per programming. Ts was also consulted for assistance with premature ventricular contraction (pvc) counters and possible programming options to increase the biventricular (biv) pacing percentage. It was explained that the device was no longer tracking pvcs because it was programmed to vvi, and the decrease in biv pacing may have been attributed to atrial fibrillation (af) breakthrough or real pvcs. Technical services (ts) discussed troubleshooting options and programming considerations. This crt-d system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.